Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after not announcing a meal while using the ilet with a g7 sensor, reaching a reported high of 400 mg/dl for approximately 4 hours; the user and contact believed the system was not dosing because available insulin units did not decrease, though history showed 10 units on board and synced app data indicated multiple after-the-fact meal announcements. Symptoms included elevated blood glucose without acute complications. Outcomes included monitoring at home with no medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of device history, insulin on board, and synced application data. Investigation of this case revealed that the device was delivering insulin and that the event was attributable to a missed meal announcement followed by multiple retrospective meal entries, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to missed meal announcement and corrective entries after the fact.